Event description:
The customer reported the system displayed an interlock error which would cause the system to not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply module and a transformer. The system operates as intended.